Event description:
A medtronic ent representative reported, the surgeon was 2-3mm inaccurate posteriorly during a frontal endoscopic sinus surgery (fess) procedure. The surgeon alleged being inaccurate with straight suction and all other instruments. The case was successfully completed with navigation. There was no impact to the patient was reported.

Manufacturer narrative:
The surgeon declined to provide the patient demographic information. A medtronic representative, at the site, was able to recreate the inaccuracy. RMA issued. Replacement fusion cart shipped to site (B)(4) 2012. To date, hardware nor software evaluations have been completed.

Manufacturer narrative:
The system was returned to the manufacture and simulated use accuracy testing was performed. System passed all testing with no fault found. The stealtharchive of the patient exam was not returned for evaluation, therefore further evaluation of this matter is not possible. Unable to determine root cause.